Event description:
It was reported that during a larson plastic external ligament stabilization knee surgery, the screw ar-1360c could not be inserted, because the thread was defective. A 6 mm bore and 6 mm hole was prepared nevertheless the screw failed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. Instead of using a screw, the surgeon only sewed. It was not necessary to do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1360c biocomposite interference screw, with disposable sheath was received for investigation. The device was unable to be fully decontaminated and evaluated via the attached photos. Visual evaluation of the photo attachments noted that the thread of the device was damaged and stripped. Functional testing was unable to be performed due to the damage to the device/bio-contamination hazard risk. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.